Event description:
It was reported that in nephrology after being placed in the patient's jugular vein and used for two months, when the doctor was to dialyze the patient, he found blood and a crack on the luer connector. As a result, a new kit was opened and the catheter was replaced with the new one. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).